Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp). During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced inflation issues leading to the procedure. The patient was said to be good after the procedure. No more information available at the moment. Should additional information become available, it will be provided.